Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address suspected infection and loosening of the tibial component at the cement to implant interface. Depuy cement was used. After cultures were taken, the doctor chose to temporarily cement in an attune poly by itself as a sort of makeshift antibiotic knee spacer. Cultures were sent offsite for evaluation so infection is not yet confirmed. No information available for the depuy cement used in the primary total knee. No further patient information available. The patient was not infected afterall. Doi: (B)(6) 2018; dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.